Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge post-market clinical study: it was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or other anticoagulants at the time of the index procedure. The subject received a loading dose of 300 mg aspirin. An isleeve introducer set was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the IFU. Post procedure event summary: one (1) day post index procedure, the subject developed moderate aortic regurgitation. No action was taken to treat the event. The event is considered resolving. It was further reported that the subject was discharged one day post index procedure on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) post-market clinical study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or other anticoagulants at the time of the index procedure. The subject received a loading dose of 300 mg aspirin. An isleeve introducer set was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the IFU. Post procedure event summary: one (1) day post index procedure, the subject developed moderate aortic regurgitation. No action was taken to treat the event. The event is considered resolving.